Event description:
It was reported that the patient complained about an intermittent loss of therapy and intermittent overstimulation. High impedances were found on all electrodes. During the revision, it was found that the extension was kinked at the implantable neurostimulator (ins) connector (between connector pin and handle) and the lead appeared to be stretched near the connector, with 2 cm of insolation missing. It was also noticed that the connector boot was suture to subcutaneous tissue and the surgeon assumed that this might have caused additional tension on the lead. When retracting the lead, the insolation and inner lead body were separated. The ins was explanted because blood and tissue were entered the socket. It was noted that the patient was very slim. The system was not replaced because of the risk for infection. Additional information received reported that the patient recovered fine after the explant. The patient was planned to be re-implanted in (B)(6) 2013.

Manufacturer narrative:
Product ID 3889-28, serial# unknown, explanted: 2013-(B)(6), product type lead product ID 3095-25, serial# (B)(4), explanted: 2013-(B)(6), (B)(4).

Manufacturer narrative:
Analysis of the device, model # 3023, sn (B)(4), , found no anomaly. Analysis of the lead, model # 3889-33, lot # unknown, found all conductors to be broken 4cm from the distal end. Analysis of the extension, model # 3095-25, sn (B)(4), found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.